Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of 50 mg/dl. Reportedly, the cause was the customer was exercising at the time, as well as receiving a bolus from the pump. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.